Event description:
Caller reported a cartridge alarm 20, but it did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and was sent a replacement pump by technical support. The problematic pump was to be returned to tandem, and the caller confirmed understanding of all instructions.